Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message on the display of his adc blood glucose meter and was therefore unable to test. Customer further reported that they experienced a loss of consciousness. Paramedics arrived and transported the customer to a hospital where they were treated with a sugar solution by a healthcare professional. There was no report of death or permanent impairment associated with this event.